Event description:
Information received indicates the brake will not hold at the head end of the stretcher.

Manufacturer narrative:
The technician replaced the broken head end brake linkage to repair the stretcher.